Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A 6f angio-seal vip was successfully implanted following a left heart catheterization. The physician did not have any difficulty deploying the angio-seal, and there were no remarks available regarding the pre-deployment angiogram. The pt was discharged home the same day. The following day, the pt presented with a hematoma in the groin, accompanied with a burning sensation. The hematoma was managed with manual compression and the pt was discharged.